Event description:
Revision surgery - the insert was loose and unstable. The insert was replaced due to wear, being loose, and to increase stability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 9.5 years of patient use. The outcomes attributed to this event were revision surgery. There is not information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history record showed a no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability; such as wear, loose joint from inadequate soft tissue, implant selection, or patient activity.